Event description:
A customer contacted beckman coulter inc. (Bec) regarding erroneously low platelet (plt) results generated by their unicel dxh 800 coulter cellular analysis systems for five patients as compared to an alternate instrument in their laboratory or a manual platelet count (which was considered correct). Instrument flags and/or messages were generated for three (patients 1, 2 and 5) out of the five patients. This report is being submitted for patient 4 and a separate MDR has been submitted for patient 3 involved in this event. All patient results provided by the customer are shown in the attachment. No erroneous results were reported outside of the laboratory. There was no impact to patients. Per customer this has been an ongoing issue and they saved five representative patient samples to illustrate the issue and submitted to bec applications support specialist who was on-site (B)(4) 2011 to investigate the issue. Per customer, they observe a significant number of samples with borderline low or low plt count and large/giant plt histogram pattern is present. When this occurs, the customer repeats samples on their alternate analyzer (coulter lh 750 hematology analyzer) for verification. The customer's laboratory protocol is that borderline low platelet counts (50,000 - 100,000) require validation. Per customer, the alternate analyzer gives a higher result which often matches the manual count better (platelets are manually counted using thrombo-tic test kit). Per customer, this issue is not observed for samples that have normal size & number of plts.

Manufacturer narrative:
Samples were drawn in a becton-dickinson (bd) edta tubes, stored at room temperature, and analyzed within 24 hours. Controls were run before and after the event with values obtained within expected ranges. The unit is currently performing within quality control (qc) specifications with respect to controls and reproducibility. Raw data for alternate analyzer (lh 750) was requested but not provided by the customer. Raw data analysis for patient 4 revealed the following: the plt and rbc populations are overlapping at about 15fl. The dxh800 counts the plt using the events to the left of the valley at 15fl and the result is 47. The lh750 uses the fitted curve and the result is 59. MDR #1061932-2012-00172 has been submitted to document the results for patient 3 involved in this event.